Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the jaws of the harmonic ace instrument suddenly broke and a piece fell inside the patient. The entire piece was retrieved, and the procedure was completed using a backup harmonic ace. There was no known impact or consequences to the patient reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was found under endoscope. All the fragments were retrieved because they fit together. There was no additional surgical procedure required and no post-operative tested were performed. The surgeon believes it was an instrument quality problem. The instrument was used for about an hour prior to the issue. There were no abnormalities to the instrument when it was checked before usage. The surgeon was dissecting tissue when the issue occurred. There was no functionality issue, no instrument collision, and no removal of the instrument prior to the breakage. The surgeon felt no abnormal resistance upon removal of the instrument through the cannula. There was no injury to the patient.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the harmonic ace instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The procedure name and console surgeon¿s name were not provided. Therefore, a review of the event verification via procedure log cannot be performed at this time. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the jaws of the harmonic ace instrument suddenly broke off and a piece fell inside the patient and the entire piece was retrieved. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade measuring approximately 0.27" from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the harmonic ace instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).